Manufacturer narrative:
(B)(4). It was reported that during a pvc ablation, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by transthoracic echo. The caller reported that there was no medical intervention provided. The patient was monitored and is reported to be in stable condition. The returned device was visually and it was found in normal conditions. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The returned device was then evaluated for electrical resistance and thermocouple test. Catheter failed during thermocouple test. Further examination revealed that the thermocouple wires were broken at the tip section. Per this condition force feature cannot be verified; however the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during thermocouple test; however this condition is not related to the pericardial effusion reported. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. A corrective action was created to address tc breakage on the tip section for st and st sf.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) female patient suffered a pericardial effusion during mapping phase for a pvc ablation. Act was maintained 250-300s during the procedure. No medical intervention was provided. Patient was required 2 additional days for monitoring because of the adverse event. Patient was fully recovered. Physician assessed the cause of this adverse event was that fellow physician attempted to cannulate the cs vein during pvc mapping procedure. Flow setting of irrigated catheter was 2cc/min. Sjm 8.5fr sr0 sheath was used.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/24/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).